Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. It was reported that during the completion angiogram, contrast blush was observed at the level of the flow divider. This was identified as either a type iii or type IV endoleak. As per the physician, the cause of the event was due to peri graft blush, porosity of the fabric issue or a fabric tear. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms during implant returned. Following implant of the endurant stent graft system angio injection from above the level of the suprarenal stents was then seen performed. Contrast blush was confirmed within the top of the sac, primarily along the left side of the bifurcate aortic body near the level of the flow divider. Additional contrast studies with the injector pulled down into the bifurcate aortic body revealed the same endoleak appearance and location. No intervention was seen performed. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. Pending follow-up results to verify if the endoleak self-resolved; thereby likely confirming the type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received for this case reported that a follow up CT performed approximately 1.5 months post index procedure confirmed no endoleak present. If information is provided in the future, a supplemental report will be issued.